Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 04.may.2012. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the customer used the ten (titanium elastic nail)-inserter during surgery it jams around the ten-implant, and is therefore difficult to use. There is no information available about patient and surgical outcome. There was no surgical prolongation reported. There was no patient harm and the surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. The investigation of the returned ten inserter has shown visible hammer blows at the blue handle, the t-handle and on the whole head of the inserter. It was also detected, that the two pins at the blue handle are sheared off but still remain in the head of the instrument. Additionally, the metal splinters are broken out at the top of the instrument. The chuck does work as intended. Based on these findings we suppose that excessive use caused the malfunction of this device. In this relation we would like to mention of the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary the hammer guide (359.218) can be used. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Please also note that this is the old design of the ten inserter. The new design is now available. Unfortunately we are not able to determine the exact cause which has led to this occurrence. Based on the findings we suppose that excessive use caused the malfunction of this device. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.